Manufacturer narrative:
Additional narrative: (B)(4). The product information was not provided by the reporter in the initial report. Therefore, all of the product information was documented as unknown. During a subsequent follow-up with the customer, additional information was obtained regarding the device. The device information was updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. It was determined that the cutter device and the attachment device were stuck together. It was determined that the root cause of the cutter failure was from corrosion and organic debris which led to degradation of the bearings resulting in misalignment of the inner races of the bearings from normal use and servicing over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The lot number of the device is unknown; therefore, the manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was discovered that an unknown fractured burr device was stuck in the attachment device. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.